Event description:
The customer reports: PICC nurse was called to the ICU for a 'leaking PICC'. PICC nurse attached a flush syringe and when flushed the catheter sprayed out of the pigtail just below the hub. The patient went to operating room for an over-wire exchange.

Manufacturer narrative:
Qn# (B)(4). The customer returned a one-lumen PICC catheter for analysis. Visual examination revealed signs-of-use in the form of biological material on the extension line and adhesive residue on the juncture hub. It was also observed that the catheter body was separated in two locations; one just below the 3cm mark and the other below the 34cm mark. The edges of the both separations appeared smooth and uniform indicating that contact with sharps likely caused the separations. The separated portion of the catheter that was cut below the 34cm mark was not returned by the customer. After failing functional testing, the catheter was microscopically examined. A small separation/hole in the extension line was found adjacent to the luer hub. The extension line length, and inner and outer diameter were measured and all were found to be within specification. The first point of separation on the catheter body was 36mm from the juncture hub. The second point of separation measured 315mm from the first point of separation. This indicates that approximately 199mm of the catheter body was not returned for analysis. With the distal end occluded, the catheter lumen was flushed with a lab inventory syringe filled with water. Water was observed leaking out of the hole in the extension line. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. The extension line contained one small hole adjacent to the luer hub. Due to a rising trend of extension line/luer hub leaks, a CAPA has been initiated to further investigate this issue. Based on initial evaluation, the probable root cause appears to be related to the manufacturing assembly of the luer hub to the extension line.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: PICC nurse was called to the ICU for a 'leaking PICC'. PICC nurse attached a flush syringe and when flushed the catheter sprayed out of the pigtail just below the hub. The patient went to ir for an over-wire exchange.